Event description:
It was reported that pt had noise/interference with inappropriate therapy delivered. Device was removed from service. No patient complications have been reported as a result of this event.